Event description:
It was reported that patient had surgery on the day of the report that was unrelated to his therapy. The implantable neurostimulator (ins) was turned off for the surgery. After the surgery the patient saw an informational power on reset (por) and did not know how to clear it. The ins was not read by a clinician programmer to determine the associated error code. The patient was unable to adjust stimulation or turn the ins back on. It was noted that electrocautery was used during the surgery. The patient had a return of his tremor symptoms. The manufacturer representative talked the hospital staff through the process of clearing the por with the patient programmer and turning the ins back on. The ins was successfully turned back on and the patient¿s tremor stopped. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v824113, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# v824113, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).